Event description:
Treatment of an avm. It was reported during the procedure, while injecting contrast through the microcatheter whose tip was in the feeder fed by the right posterior cerebral artery (pca), it was noted that there was contrast leakage into the subarachoid space. The pt immediately deteriorated as there was dissection of the artery and severe bleed. Examination of the micro catheter outside the guide catheter showed it ballooned out and burst at 15 cm from distal tip. The pt was shifted to ICU and later died.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 26 cm from the distal tip. No other anomalies were noted. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded."